Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this event will be updated.

Event description:
Boston scientific received information that one day post implant the left ventricular (lv) lead exhibited poor threshold measurements and the patient was experiencing phrenic nerve stimulation. After further evaluation, it was noted that the lv and right ventricular (rv) leads were dislodged. During the lead revision procedure, the physician opted to explant the lv lead and implant a new lead. During the implant of the new lv lead a dissection of the target vessel occurred, however, the physician was able to place the lead with good measurements. Prior to closing, the newly implanted lv lead pulled back about 3 cm, so the physician pulled it out and attempted to reimplant it. When the physician attempted to reinsert the lead, he was unable to get past the dissection; thus the patient no longer has a lv lead implanted. The rv lead was successfully repositioned and remains implanted in the patient. No adverse patient effects were reported.